Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The device was found out of specification with respect to the reported door would not fully latch problem. The eval confirmed but did not reproduce the door not fully latched alarms. Eval found excessive force was required to close door and if not applied would go into a "door not fully latched" alarm. The device was recalibrated.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message in the med surgical care area. It was also reported there was not pt involvement.